Event description:
Per cnf, it was reported that: event - a patient injury has occurred. Please indicate the details of patient injury observed into the patient - cardiac tamponade please indicate the details about the event that leads to patient injury - after inserting the farawave into the la, isolation of the rspv, ripv, lspv, and lipv was performed. Upon completing the procedure, an echocardiogram was used to check for pericardial effusion, and fluid was detected behind the heart, leading to drainage treatment. Please indicate the details about the treatment for the patient injury that occurred - drainage treatment please indicate the condition of the patient after the treatment - returned to the room with stable vitals. Please indicate the view of the attending physician regarding the cause on the occurrence of patient injury - operation during ripv isolation. Was there a problem with the appearance or functionality of this device - no problem. Was there another catheter inserted into the heart when the patient injury occur - yes (beeat) was a resistance able to be felt when this device was operated/removed - unknown was the case data not available - not available please indicate the size and name of the sheath that was used together - faradrive (16.8fr) generator used: unknown ablation catheter used: unknown other used: unknown.

Manufacturer narrative:
Lot information added.

Event description:
Per cnf, it was reported that: event - a patient injury has occurred. Please indicate the details of patient injury observed into the patient - cardiac tamponade please indicate the details about the event that leads to patient injury - after inserting the farawave into the la, isolation of the rspv, ripv, lspv, and lipv was performed. Upon completing the procedure, an echocardiogram was used to check for pericardial effusion, and fluid was detected behind the heart, leading to drainage treatment. Please indicate the details about the treatment for the patient injury that occurred - drainage treatment please indicate the condition of the patient after the treatment - returned to the room with stable vitals. Please indicate the view of the attending physician regarding the cause on the occurrence of patient injury - operation during ripv isolation. Was there a problem with the appearance or functionality of this device - no problem. Was there another catheter inserted into the heart when the patient injury occur - yes(beeat) was a resistance able to be felt when this device was operated/removed - unknown was the case data not available - not available please indicate the size and name of the sheath that was used together - faradrive(16.8fr) generator used: unknow ablation catheter used: unknown other used: unknown.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "cause unknown. No product defect noted" appears to have impacted on the event as reported.